Manufacturer narrative:
D9 - date returned to mfg: 2/16/2026. D4 - primary UDI number: updated. H3 and h6 codes - updated. One used device was returned for investigation. The device was visually inspected and there were no physical damage or other anomalies observed. During the functional testing, the cuff failed to inflate and a leak was observed immediately during filling. The complaint of cuff deflating can be confirmed. The probable cause is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that a patient dependent on a ventilator and with a tracheostomy tube inserted approximately 3 days prior, presented with a sudden deterioration in respiratory function (respiratory distress) requiring higher pressures. On arrival, the rt assessed the tracheostomy cuff and noted it was completely deflated. Approximately 10¿12 ml of sterile water was instilled into the cuff. Within 10 seconds, the pilot balloon completely deflated, with measured cuff pressure of 0 cmh2o. Simultaneously, ventilator leak increased to 70 l per min, and exhaled tidal volumes decreased to approximately 50 ml per breath, compared to the previously expected 450 ml. A tracheostomy tube change was performed in the ER. Following removal, the original tracheostomy tube was tested for integrity. Upon instillation of sterile water into the cuff, water was observed squirting from the cuff, confirming a cuff defect. Tachypnea, desaturation, marked increase in ventilatory pressures, significant ventilator leak, and a marked decrease in tidal volume, measured at approximately 50 ml compared to 450 ml. A new bivona tracheostomy tube was inserted. A chest x-ray and CT scan were performed. There was a patient injury, but no patient death.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.